Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's son reported that his father received a low reading with the use of the adc freestyle libre sensor. The customer further reported experiencing poor breathing, "belly inflated and didn't come out" and was brought to a hospital where he was administered unspecified treatment and hospitalized for 6 days. No treatment details or further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer's son reported that his father received a low reading with the use of the adc freestyle libre sensor. The customer further reported experiencing poor breathing, "belly inflated and didn't come out" and was brought to a hospital where he was administered unspecified treatment and hospitalized for 6 days. No treatment details or further information was reported. There was no report of death or permanent injury associated with this event.